Event description:
Certified pharmacy technician was utilizing a bd 60ml syringe (ref #(B)(4) with lot #6327863) connected to phaseal (cstd) when preparing a patient specific cisplatin order. Pharmacy technician noted a drop of cisplatin leaking through the rubber stopper to the outside of the barrel and onto her glove (employee was double gloved) pharmacist flagged to come to the biological safety cabinet and observe/witness event. Pharmacist confirmed cpht technique and was in agreement of syringe defect.